Event description:
Stryker core power equipment. Wireless footswitch disconnected and was reconnected by circulating rn. When footswitch reconnected, the rpm indicator flashed up and down, and the motor began to run even though no one was activating the foot switch. The burr did not turn and no patient injury resulted.